Manufacturer narrative:
The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was completing the fill tubing process while their site was possibly connected. The customer became unconscious and experienced a low blood glucose (bg) between 30-33 (mg/dl). Customer was treated by ambulance in their home with intravenous glucose. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
Pump logs recorded a cartridge remove, insert, and load. During the fill tubing process, the customer primed her tube with 60.38 units of insulin. If the customer was still connected to her infusion site during all or a portion of the fill tubing step, the user may have received up to 60.4 units of insulin which would be the cause of her low bgs. The log review confirmed that the issue was not due to a pump malfunction rather to possible user error. The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.